Event description:
It was reported that two revision surgeries were performed to a patient on (B)(6) 2017. The revision surgery was performed due to pain and loosening

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the parts revealed no prior complaints for the listed batches. A clinical analysis indicated that based on the available information, the root cause that precipitated the revisions for this patient cannot be definitively concluded. It is unknown if the ¿trauma¿ that resulted in the fracture of the right malleolar also damaged her knee prosthesis, for the 1st revision. Also the ¿calcified it band¿ caused the knee to be unbalanced and could have contributed to the reported pain this patient suffered prior to the 2nd revision. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Therefore a product examination could not be performed. It was reported that the patient underwent two revisions on a right knee. The primary surgery was performed in (B)(6) 2016. About a year later after a reported ¿right malleolar fracture¿ she had a revision due to ¿pain and hardware loosening¿ of the right knee prosthesis. Ten months after that, in (B)(6) 2017 a second revision was performed; the indication documented is ¿unable to walk due to pain¿ since the first revision. Noting she had to have ¿fluid¿ removed. In the intra-operative note from the 2nd revision the documentation stated that, the it band was found to be calcified and was removed with an it band release procedure. A clinical analysis indicated that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The impact to the patient beyond the surgeries is not able to be determined. Based on the available information, the root cause that precipitated the revisions for this patient cannot be definitively concluded. It is unknown if the ¿trauma¿ that resulted in the fracture of the right malleolar also damaged her knee prosthesis, for the fist revision. Also unknown is what if any roll the ¿calcified it band¿ played in the debilitating pain this patient suffered prior to the second revision. A review of the manufacturing records of the listed parts did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the parts revealed no prior complaints for the listed batches. Without the return of the actual product involved, our investigation of this report is inconclusive. We will continue to monitor for future complaints and investigate as necessary.